Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a planned treatment/non-emergency treatment of the coronary procedure and was delay the operation. The philips field service engineer (fse) inspected the system onsite and confirmed that system could not expose. Upon further investigation, the fse found that the fd power and ipc were damaged. The fse replaced the fd power and ipc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that, system could not expose. System was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.